Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found that the leak sensor was dirty. The fse cleaned the sensor to resolve the issue. The analyzer was operational. There was no further action required by fse.

Event description:
This report summarizes 1 a malfunction event on the aia-2000 analyzer. The review of the event indicated that the aia-2000 analyzer experienced leak error messages, which caused delayed reporting of critical patient results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.